Manufacturer narrative:
Device is a combination product. Device evaluated by mff.: promus element, mr, ous 4.00x16mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal markerbands. The crimped stent outer diameter was measured and the result is within maximum crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of damage. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of the outer and inner lumen and mid-shaft section found no issues along the shaft polymer extrusion. No issues were identified during the product analysis.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified proximal end of the right coronary artery. Following pre-dilation, a 4.00x16mm promus element drug-eluting stent was advanced but failed to cross the lesion due to the severe calcification. The device was removed and it was noted that the struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. The target lesion was located in the severely tortuous and severely calcified proximal end of the right coronary artery. Following pre-dilation, a 4.00x16mm promus element drug-eluting stent was advanced but failed to cross the lesion due to the severe calcification. The device was removed and it was noted that the struts were lifted. The procedure was completed with a different device. No patient complications were reported and the patient's status was stable.